Event description:
It was reported; patient came into have their PICC line removed. It was discovered there was a leak noted on the external part of the catheter while flushing with naci, no leakage is visible and reverse flow is obtained. When the catheter is removed from its fixation and folded upwards, it becomes clear that there is a leak on the catheter. When flushing with nacl, fluid seeps out.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.